Event description:
It was reported that during an implant procedure, a right ventricular (rv) lead was placed. When the physician tried to suture down the lead, it dislodged. A second attempt was made to place the lead, but the active fixation would not retract. The lead was removed and the active fixation was attempted outside the body unsuccessfully. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated stretching and damage at implant.